Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E1 initial reporter sate: (B)(6) h3, h6: the product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that the fluted tip of the device was broken. Broken fragment was not observed on image provided. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the drill bit ø3.2 calibr l145 3flute f/quic would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to a component failure, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, during the procedure one of the 3.2 l145 bits is broken at the time of performing the distal block and when removing it, it broke into pieces, all fragments of the split bit are removed from the patient and the specialist is given a new bit of the same characteristics which allows the specialist to perform his work, but at the end it is evident that this new bit is also in poor condition. The issue with the first bit generated a surgical delay of one hour and thirty minutes, because the specialist was carefully checking and removing all the fragments of the bit that remained in the bone. The surgery was completed successfully and the patient did not present any affectation during or after the surgery. This report involves one (1) 3.2mm three-fluted drill bit qc/needle point/145mm. This is report 1 of 2 for (B)(4).